Manufacturer narrative:
This report is submitted on june 11, 2021.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral antibiotics (date and duration not reported). The implanted device remains. Explant and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
The device was explanted (date not reported). Reimplantation is planned once the site has healed. This report is submitted on september 23, 2021.